Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked on front left corner of top case and cracked on right plunger case. Event history log review was performed and found primary audible alarm bgnd test error and multiple system advisory maintenance recommended alarm. Investigation reset the pm date to disable the maintenance recommended alarm and performed occlusion test to verify customer reported problem. Investigation was unable to duplicate the primary audible alarm bgnd test during occlusion test. The investigation was also unable to determine the intermittent of the error. (Per customer comment. The glue on the j9 had visibly been cut and removed, and the connector seemed to be secure and fully in place, but it was not glue. The pump speaker was replaced by customer.) According to the investigation the pump j9 connector was fully reseated and re-glued using all three mating surfaces on both sides of the j9 connection. Investigation performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited primary audible alarm issue even after reseating/gluing the j9 connector. No patient involvement reported.